Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient charged their controller, hooked up the recharger, saw the green light blinking and then the controller went blank. They took the battery out and reinserted it and this resolved the issue. They also noted that the patient felt increased stimulation- that morning they sat in a chair and the stimulation increased. The patient had adaptive stimulation enabled. The patient was fine at the time of the call. No further complications reported.